Manufacturer narrative:
The insulin pump passed the displacement test however, the pump alarmed pump error hardware low level failure alarm during the self test and pump error hardware low level failure alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. No unexpected display anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly and pump error hardware low level failures during self test. Customer¿s blood glucose level was 5.7 mmol/l. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Fill cannula was recorded in daily history. Self test was passed. The device will be returned for analysis.